Event description:
Unable to ventilate pt. The airlife intubation adapter used as the connector for the circuit extension from the ventilator was defective. The adapter was found to have a plastic membrane totally occluding the airflow to the inlet side of the ventilator. Pt suffered cerebral anoxia which may have resulted in pt's demise. This report is a follow-up of no. 3902560000-1998-0015.